Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a question about their device. They were very unhappy with the stimulation device. They said they have contacted mdt before and a nice lady contacted them and they told them their device was not working. They said to contact patients hcp and then the hcp told them to contact mdt back. Patient is getting a CT scan the day of the call and wanted to know if they should turn it off or not get the CT scan. They said they wish they had never had the ins implanted and its totally useless. No symptoms were reported. Additional information received on (B)(6) 2021 that the device was not working fine. The wires were not placed properly. The reported issue has not been resolved. The patient stated that the bowels works. Their rectum and anus have no sensations that they soiling in their pant. They have tried all setting as high as they could stand and none of them helped. The doctor have tired several times going through all programs and levels.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va28441, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 30-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had gone through every program and different settings with the same outcome (or lack of it). When asked to clarify the statement the device was not working, they replied they were describing issues with their symptom control. The issue was not caused by normal battery depletion. The cause of the wires not being placed properly was reportedly determined, but when asked what most likely caused or contributed to the issue, they stated the device had been ineffective since they had it. When asked if an x-ray had been performed, and what the results were, they stated they did not remember seeing one. When asked what steps were or would be taken to resolve the issue, they responded they spoke with someone at the manufacturer who said they would have someone contact the patient (illegible), but they never heard from anyone.

Manufacturer narrative:
Product ID 978b128 lot# va28441 serial# implanted: (B)(6) 2020 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.